Manufacturer narrative:
Qn# (B)(4). One-unit of mik hub, dilator and guidewire were returned to teleflex for evaluation. The shaft was separated from the hub. The separation appears to be a clean break from the hub. Unit was manufactured at tecate. A device history record (DHR) review was completed. No issues or nonconformances were noted for the lot. Complaint was escalated to non-conformance for further investigation, lot review and other testing. Based on the product evaluation, the shaft is likely is not bond correctly to the hub. Tecate was notified of the complaint and non-conformance was opened for further investigation, lot review and other testing. The case details were reviewed. Based on the product evaluation, the shaft is likely is not bond correctly to the hub. Tecate was notified of the complaint and non-conformance was opened for further investigation, lot review and other testing. The der process will continue to monitor for any similar events. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: "they were accessing the ij for a tavr procedure. Everything went well with the stick when the went to upsize the sheath and place the .035 in the hub. As they got though the hub and into the sheath it disconnect the sheath from the hub leaving the sheath in the patient. They had to use a snare to remove the sheath from the patient."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "they were accessing the ij for a tavr procedure. Everything went well with the stick when the went to upsize the sheath and place the .035 in the hub. As they got though the hub and into the sheath it disconnect the sheath from the hub leaving the sheath in the patient. They had to use a snare to remove the sheath from the patient."